Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, a patient alert was triggered on the device due to high impedance. The physician was not satisfied because of the drop in r-wave measurements between testing the lead on the analyzer and connecting the lead to the device. The device remains in use. No patient complications have been reported as a result of this event.